Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple minimum fill notification occurred after filling the cartridge with 300 units of insulin. Reportedly, pump ran out of insulin and then customer spent so long trying to load new cartridge that her blood glucose bg went high to 500 mg/dl. Customer resorted to insulin pen to address the issue. Reportedly, the customer had manual injections available as alternate insulin therapy until replacement pump arrives.

Event description:
Customer experienced a blood glucose (bg) level of 500 mg/dl, nausea and moderate levels of ketones. Customer reverted to manual injections to address bg.

Manufacturer narrative:
B5, h6 (added code 1970, removed code 1905).